Manufacturer narrative:
The returned device was evaluated. During evaluation a loose ui board connection to the led board was found which caused the device to intermittently reboot itself and a loud watchdog alarm. The ui board was reseated into the led board connector and the unit functioned as designed.

Event description:
It was reported that the unit turns itself on and off while sitting on the shelf. There were no consequences or impact to patient.